Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code -prolonged episode of care.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient mentioned that she has been in the hospital for 4 months. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.